Manufacturer narrative:
Very limited information was received. The prowler select microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed into the returned packaging, it was found that three coils were returned in the same bag unidentified with all three coils fully protruding outside the distal tip of the green introducer and entangled. As no resheathing difficulty was reported it cannot be determined why the three coils were returned unsheathed and unidentified. Concerning the 2x4 coil, the proximal section of the core wire has been severely damaged with memory retained multiple looping caused by rotational torque. The unprotected coil as viewed by the unaided eye has been returned severely damaged. Located at the distal tip of the strain relief the core wire has been kinked. The proximal end of the coil has been severely damaged and the stretch resistance suture is protruding out the proximal end of the coil. The coil was returned severely damaged with the loss of the secondary winding. The ball tip has been pulled down inside the coil. No manufacturing defects were found. Due to post-procedural cleaning, handling, and packaging which severely damaged the device positioning unit (dpu) and the coil it cannot be determined how much this unreported damage occurred during the procedure. It is important to note that all coils are one hundred percent inspected prior to final packaging. The root cause of why the previous coils proximal section was still inside the microcatheter causing the complaint coil to be entangled with previous coil cannot be determined. In addition, without the return of the prowler select lp-es microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the condition of the returned device the root cause of the entanglement of this coil with another coil could not be determined. However review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Revised product investigation results: very limited information was received. The prowler select microcatheter passed inspection and did not contribute to the complaint event. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed into the returned packaging, it was found that all three coils were returned in the same bag unidentified with all three coils fully protruding outside the distal tip of the green introducer and entangled. As no resheathing difficulty was reported it cannot be determined why the three coils were returned unsheathed and unidentified. The two 2x6 from the same lot number (c36656) will be identified as coils ¿a¿ and ¿b¿. Concerning the 2x4 coil, the proximal section of the core wire has been severely damaged with memory retained multiple looping caused by rotational torque. The unprotected coil as viewed by the unaided eye has been returned severely damaged. Located at the distal tip of the strain relief the core wire has been kinked. The proximal end of the coil has been severely damaged and the stretch resistance suture is protruding out the proximal end of the coil. The coil was returned severely damaged with the loss of the secondary winding. The ball tip has been pulled down inside the coil. No manufacturing defects were found. Due to post-procedural cleaning, handling, and packaging which severely damaged the device positioning unit (dpu) and the coil it cannot be determined how much this unreported damage occurred during the procedure. It is important to note that all coils are one hundred percent inspected prior to final packaging. The root cause of why the previous coils proximal section was still inside the microcatheter causing the complaint coil to be entangled with previous coil cannot be determined. In addition, the fluromarkers for all three dpu's were below the maximum diameter and did not contribute to the resistance. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the condition of the returned device the root cause of the entanglement of this coil with another coil could not be determined. However review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4). This report is related to MFR. Report # 1226348-2015-00053.

Event description:
The contact at the facility reported that during embolization of a peri-ophthalmic internal carotid artery aneurysm there was resistance advancing two deltaxsoft coils (both dlx100206/c36656) and a deltaxsoft coil (dlx100204/c36655) became entangled with another deltaxsoft coil (dlx100204/c36672) at the distal tip of the microcatheter. The aneurysm saccular and was not wide neck, approximately 3.9 x 4.1 mm in diameter. The patient&#38112;vessels were not calcified. There was tortuosity proximal to the parent vessel due to the carotid siphon however no other tortuosity reported. There were five coils deployed in the aneurysm. However, there were a total of 8 coils opened for the case. The first four coils including 2 micrusframe (mfr100412/c36806 and mfr100305/c36803) and 2 deltaxsoft (both dlx100206/c36656) were deployed successfully with no reported issue. Then the physician felt resistance approximately 1/3 of the way from the proximal end of the prowler select lp-es 45 degree tip microcatheter (details unknown) when advancing two deltaxsoft coils (both dlx100206/c36656.) The resistance occurred with both coils in the shaft of the microcatheter as the fluorosaver markers were advanced to the entry point of sheath in the vicinity of the green resheathing tool. There was no resistance with the guidewire when the microcatheter was advanced to the target site. Both coils were removed with the microcatheter remaining in place. Both coils were available to be returned for analysis. Next, a deltaxsoft coil (dlx100204/c36672) was advanced and detached successfully. Then another deltaxsoft coil (dlx100204/c36655) was advanced in the microcatheter but would not advance beyond the tip of the microcatheter. As the physician attempted to retract the coil, the microcatheter and the previous deltaxsoft coil (dlx100204/c36672) began to pull out of the aneurysm. The proximal tail of the previous coil (lot 36672) was still inside the microcatheter tip, and the coil (lot c36655) had wedged alongside of it, locking the distal tip of the coil the proximal end of previous coil. Both were stuck at that point in the microcatheter at the distal tip. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. The proximal end of the coil was in the mircocatheter as a result of the detachment zone of the coil being withdrawn slightly into the tip of the microcatheter prior to detachment. The physician pulled the microcatheter, and eventually the two coils broke free of each other, but only after leaving a couple of proximal loops of the previous coil (lot c36672) in the parent vessel. The physician then chose to stent the exposed coil to the parent vessel with a 4.5 x 22 mm enterprise stent no tip (details unknown.) The stent was deployed successfully and the exposed portion of embolic coil was pinned to the wall of the parent vessel. There was significant delay when lot c36672 was pinned to the wall however the patient encountered no other issues as a result of the procedure and was did not suffer any injury due to the procedure. There was no stretching noted to the two coils. The deltaxsoft coil (dlx100204/c36655) was available for return within the prowler select lp es microcatheter. The microcatheter was dropped on the floor with the coil in it prior to being retrieved for return. None of the devices were kinked during the procedure.